Manufacturer narrative:
Date of event was not specified; however, the patient used reported device some time in between (B)(6) 2018 to (B)(6) 2018. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted. This report is for the 4th of 6 reported devices for the same patient: please reference 3011649314-2018-00264 ((B)(4)) for the 1st device. Please reference 3011649314-2018-00265 ((B)(4)) for the 2nd device. Please reference 3011649314-2018-00266 ((B)(4)) for the 3rd device. Please reference 3011649314-2018-00268 ((B)(4)) for the 5th device. Please reference 3011649314-2018-00269 ((B)(4)) for the 6th device.

Event description:
This report is for the 2nd lower retainer: it was reported that the patient experienced adverse reaction while using the clear lock retainer appliances. The patient reported of erythema on the area near tooth # 12 and # 13 and the right lateral area of the tongue. The patient also reported of burning sensation at tip of the tongue. The patient tried over the counter alcohol free mouth wash and hydrogen peroxide with no change in symptoms. The patient requested antiviral medication as symptoms were similar to her previous viral outbreak in the past. Valtrex was prescribed but it made her sick. Xylocaine was also prescribed, which only helped for an hour at a time. The patient experienced irritation with retainers since she began to use the devices in (B)(6) 2018 to (B)(6) 2018. The patient stopped using the devices in (B)(6) 2018 when there was no change to the patient's symptoms. The dentist made adjustment to the upper retainers to move away from the tissue on the palate on the upper left. Patient was recommended to clean the retainers using warm water and soft toothbrush. The patient has no known allergies; however, the patient has had dry mouth at night occasionally for years. The patient reported to be taking several medications: sertraline 25mg for years, crestor 5mg, baby aspirin 82mg and nutrafol supplements (4 tabs per day).

Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of the device were smooth. No major cracks were found. Mouth guard's layers were intact and not separated. There was no discoloration noted with the device. The device was returned in a good and clean condition. A review of the material lot was performed and no non-conformity or defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed mouthguard. It was found that the sleep device materials are biocompatible. Cytotoxicity test was completed on the test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.